Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer reports cracks around battery compartment and reservoir compartment and screen of insulin pump was cracked and affects ability to see things on screen. The device will not be return for analysis.